Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) had the customer remove the camera, press the instrument clutch button, rotate the camera 180 degrees and reinstall it on the universal surgical manipulator (usm). No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The tse had the customer reseat the endoscope and press the instrument clutch button. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that the camera image appeared backwards during a case. The initial troubleshooting involved removing the camera, using the instrument clutch, and rotating the camera 180 degrees before reinstalling it on the arm. This resolved the issue, and the image returned to normal, allowing the case to continue. The customer reported event has no report of patient injury.